Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) wear abrasion missing piece of the shell and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge broken on posterior side due to surgical and damage and missing piece of the shell due to inconclusive. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.